Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. In addition, the domestic instructions for use, also states: advance the delivery system over the guide wire to the treatment area under direct fluoroscopic visualization. Utilize the radiopaque balloon markers to position the stent graft across the treatment area. Perform angiography to confirm stent graft position. If the position of the stent graft is not optimal, it should be carefully repositioned or removed. Expansion of the stent graft should not be undertaken if the stent graft is not properly positioned in the treatment area. It is possible the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficult to deploy. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the right peroneal artery. A 3.0 x 100 mm armada 18 balloon catheter was used, and a 3.5 x 26 mm graftmaster covered stent was implanted. However, it was noted that the covered stent was implanted outside the perforation [movement]; therefore, a 3.5 x 19 mm and 3.5 x 16 mm graftmaster covered stent were implanted to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.